Event description:
This pump has been in a couple of times for not alarming for air/empty bag, but baxter's evaluation lab has never been able to confirm it. The account is seeing the same issue now, as well. The pump was being used on a pt, but no injury was ever reported.